Event description:
This case was initially received via regulatory authority igz on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ("1 coil is curved and has perforated the oviduct") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "insertion was not easy due to turned uterus" and device physical property issue "1 coil is curved". The patient's concurrent conditions included nickel sensitivity and retroverted uterus. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced procedural pain ("insertion was painful"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), medical device discomfort ("coils were felt"), abdominal pain ("pain/ stinging in abdomen"), muscle spasms ("labor like cramps in arms and legs"), eczema ("skin rash/ eczema"), dyspareunia ("pain during intercourse"), sleep attacks ("sleep attacks"), paraesthesia ("tickles"), pain ("pain") and complication of device insertion ("complication of device insertion"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, procedural pain, medical device discomfort, abdominal pain, muscle spasms, eczema, dyspareunia and sleep attacks outcome was unknown. The reporter provided no causality assessment for abdominal pain, complication of device insertion, dyspareunia, eczema, fallopian tube perforation, medical device discomfort, muscle spasms, pain, paraesthesia, procedural pain and sleep attacks with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6)2017 for the following meddra pt: fallopian tube perforation: n° 646 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.